Event description:
A hospital in another country, reported to our distributor that a wrong connector was found in an rt125 infant bias flow breathing circuit, prior to patient use. No patient consequence was reported.

Manufacturer narrative:
This product is not sold in the USA, but it is similar to a product which is sold in the USA. The returned circuit was visually examined for wrong connectors. Results: the wrong connector was found in the bag of additional connectors. This particular connector was for insertion into the dryline end of the circuit which is then connected to the ventilator. A lot check revealed that this is the only complaint of this nature for the lot number. Conclusion: on the production line, breathing circuit kits are visually examined by an operator during the packing process. Any kits containing incorrect parts or accessories are subsequently rejected. In this incident, omission of the incorrect connector had not been identified through operator error. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.004%.